Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a cardiac system replacement. During the extraction procedure, it was found that the patient's atrial lead had sustained an insulation breach. The lead was extracted and replaced during the procedure. The patient was stable.